Event description:
It was reported that the patient was presented to the emergency department and was hospitalized due to experienced syncope. The pac emaker device showed inappropriate pacing. The device remains in use, but explanation was planned. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Continuation: sedr01 implantable pulse generator (ipg) 2008-(B)(6). (B)(4).